Event description:
It was reported that cgm error 42 recurred three times on pump. No additional information was received regarding the outcome of the customer¿s blood glucose level. Customer did not have backup insulin therapy and planned to contact healthcare provider, attempted pump reset to continue use, and was instructed by technical support to place pump in storage mode and return it, while a warranty replacement pump was arranged and shipping details were confirmed.